Event description:
Use of pca pump initiated (B)(6) 2005. Event (B)(6) 2005. Pt found unresponsive. Determined by nurse pt received 40cc from infuser. (120mg ms total) exact time undetermined but occurred over 6 hours. Infusor marked at 2200. The 40cc infused by 0400. MFR #6000001-2005-00733.